Event description:
The customer reported the balloons were broken and the error code e315 unsupported occurred during set up involving an olympus ultrasonic bronchofibervideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.